Manufacturer narrative:
Pump was received with cracked select button keypad overlay, minor scratched lcd window, missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the pump and missing o-ring. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.